Manufacturer narrative:
A replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplement report will be filed.

Event description:
The patient reported that their teladoc blood glucose meter was not accurate and providing high and low readings that did not match with how they feel. Due to these inconsistent readings, the patient sought medical attention by going to the emergency room. It was not confirmed if the patient received any medical treatment.